Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, stained end cap sticker, scratched keypad overlay, peeling address/serial number label and minor scratches on display window noted. The reservoir tube lip, address/serial number label, reservoir tube window, display window and keypad overlay was damage due to dog chew. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer's daughter in law reported via phone call that dog chewed the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.